Event description:
Medtronic received a report that a pipeline encountered resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c7 segment of the right internal carotid artery with a max diameter of 1.7 cm and a 1.3 cm neck diameter. Landing zone: distal: 3.6 mm and proximal: 5.3 mm. The accessed vessel was the femoral artery. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The platelet reactivity unit (pru) level was 165. The angiographic result post procedure showed normal blood flow in the tumor-bearing artery and distal vessels. It was reported that a large aneurysm measuring approximately 1.7 cm in the c7 segment of the right internal carotid artery was planned for assisted embolization using a dense mesh stent. The stent catheter was fg15150-0615-1s. After placement, a microcatheter (145-5091-150) was filled, the microcatheter with the guidance of the guidewire in the aneurysm. The patient's vessel was very thick proximally (approximately 5.3 mm) and distally (approximately 3.6 mm). The aneurysm neck was approximately 1.3 cm long. A dense-mesh stent (ped-500-35) was selected. After removing the stent from its packaging, connected it to the y-valve at the end of the stent catheter to pass water. After five drops of water dripped from the stent, the customer began advancing the stent. Initially, advancement was smooth, but after about one-third of the way, the customer heard a click and then could not advance any further, as if it were stuck in the stent catheter. The customer reported significant resistance. Initially, thought it might be due to a tortuous vessel, but adjusting the microcatheter position did not resolve the issue, so a replacement was chosen. A new stent catheter was used, and the guidewire was placed correctly. The stent catheter was in place. A second stent was selected a ped-500-30. The procedure was the same: the stent was connected to the y-valve at the end of the stent catheter and flushed with water. After flushing, the stent tip and y-valve were firmly secured, and the stent was continued to be advanced slowly and steadily to the lesion site. Angiography was performed to check if the stent position needed adjustment. If not, stent deployment began, starting from the distal m1. The stent opened, and deployment continued at the aneurysm neck. The expansion stent opened well, and deployment was completed. A meianxin qc-16-40-3d-cn was inserted into the aneurysm. Angiography showed significant contrast agent retention in the aneurysm, which served as a flow guide, and the procedure was successfully completed. It was reported the stent was stuck (locked up) in the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. It was reported there was catheter resistance located in the middle section. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting that the cause of the resistance was not determined. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex pushiwre and phenom 27 catheter were returned for analysis within shipping box; within plastic bio- pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex pushwire was returned outside the phenom 27 catheter. However, the pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No damage was found with pads. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~43.5cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue; however, the resistance observed at the damaged locations. The broken end was sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery as the pipeline flex pushwire was found to be separated/broken proximal to the dps sleeves and phenom 27 catheter was found to be damaged. Per the sem result, the broken end failed via torsional overload. From the damages seen on the pipeline flex pushwire (bending/separating); hypotube (stretching); and catheter (kinking); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. And the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.